Event description:
During daily dose tests, the reported external measured dose is 10% high due to the depressurizatioin of the ion chamber. It is unk when this malfunction started. The on site physicist stated that although there was a possible increase in dose delivered to some of the pts, it would be less then 1% of the pt's plan.